Event description:
It was reported that the patient with this right ventricular (rv) lead faint and was presented into the emergency department. Subsequently was found that this rv lead exhibited oversensing with pacing inhibition, loss of capture and noisy signals. A chest x-ray was performed, and it seemed the lead was contorted in a sub optimal way. It was suspected the lead was fracture at the access point. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead faint and was presented into the emergency department. Subsequently was found that this rv lead exhibited oversensing with pacing inhibition, loss of capture and noisy signals. A chest x-ray was performed, and it seemed the lead was contorted in a sub optimal way. It was suspected the lead was fracture at the access point. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture conductors. In this case, we believe the fracture characteristics were consistent with clavicle/first rib crush. The reported noise, oversensing, failure-to-capture and brady pacing not delivered when required is likely the result of the lead damage observed by the laboratory.